Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur after the reset, and it was advised that the customer could continue using the pump, with instructions to contact support if the issue happened again.